Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during a case, the light on the unit flickered on and off intermittently. It was further reported that this caused a delay in the case.